Event description:
The patient called lifescan on 11/15/04 alleging high readings of the lifescan meter. The patient received a reading of 300 mg/dl and retested and received a control 55. The pt did not experience any symptoms at the time of testing and did not contact a medical professional for advice. The technique of applying blood on the test strip was correct. The patient had been cleaning the meter according to the owner's booklet. Meter fell out of calibration using the check strip twice. A meter that has failed using the check strip can lead to false blood glucose readings. Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the meter failed using the check strip.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.